Event description:
The device was in backup mode with no defibrillation therapy. The patient was externally defibrillated and expired due to other unknown medical reasons. Further information has been requested but not yet received.

Manufacturer narrative:
The device was returned for evaluation and the reported event of bvvi was confirmed. The device image indicated that device went into bvvi due to power-on-reset. Visual inspection revealed burn mark on the device. An electrical test was performed after reloading product code and revealed open lead impedance measurement for all three chambers. Device was cut open for further examination. Two wire bonds and one capacitor were melted and the feedthru substrate was burnt and cracked; this was consistent with damage caused by external defibrillation. Exposure to external defibrillation could cause temporary output inhibition and cause the device to enter backup operation. Device user¿s manual warns not to place defibrillator paddles directly over the device which could adversely affect the operation of the device.

Event description:
It was noted after an 8 second pause there was no pacer stimuli and an external pacing was required. The patient expired due to medical reasons not related to the pacemaker. Further information was requested but not received. Based on the results of the analysis the device going into backup vvi is consistent with the device being exposed to external defibrillation during the event.